Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression. We did receive performance data collected from the device and have analyzed the data. A save to disk review found the lead integrity alert triggered, the patient alert for lead failure predictor was on (B)(6) 2012.

Event description:
It was reported the lead integrity alert triggered for the right ventricular (rv) lead and there was a high short interval count. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.